Event description:
Complainant alleged that during biomed testing, the when paddles are attached to the device a "release discharged button" is displayed. Complainant indicated that there was no pt involvement in the reported malfunction.